Manufacturer narrative:
(B)(4). The customer returned a cvc catheter, a catheter clamp, a clamp fastener, and the connector tubing for analysis. Signs-of-use in the form of biological material was observed within the distal extension line. Visual analysis of the returned catheter, clamp fastener, and the clamp catheter did not reveal any defects or anomalies. There is no evidence to suggest that the catheter suture wings were also secured with sutures. The inner diameter of the catheter clamp measured .089", which is within the specification limits of 0.088"-0.092" per the catheter clamp graphic. The outer diameter of the catheter measured 2.367mm, which is within the specification limits of 2.36mm-2.46mm per the catheter extrusion graphic. The catheter clamp and fastener were attached to the returned catheter body. The box clamp assembly was held stationary and the catheter was tugged on in both directions. Moderate movement was identified. The suture wings of the juncture hubs were then held stationary and the catheters were tugged on in both directions. No movement was identified. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "secure catheter: use a catheter clamp, fastener, catheter stabilization device , staples or suture, where provided. Use triangular juncture hub with side wings as primary suture site. Use catheter clamp and fastener as a secondary suture site as necessary." The customer report of a catheter migration was confirmed by functional testing of the returned samples. The catheter moved when secured by only the box clamp, but passed when secured by the juncture hub suture wings. The primary suture location for this catheter is on the juncture hub using the triangular wings. It could not be determined if the box clamp was used as the primary or secondary suture site; therefore, the probable cause could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that the catheter migrated from the patient's body while in use in spite that it had been clamped with the catheter clamp and fastener. The user replaced the catheter with intravenous drip. No harm to the patient occurred. The user suspected that the the catheter clamp and fastener might have had a defect.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter migrated from the patient's body while in use in spite that it had been clamped with the catheter clamp and fastener. The user replaced the catheter with intravenous drip. No harm to the patient occurred. The user suspected that the catheter clamp and fastener might have had defect.